Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube leaked through the base and onto the urine analyzer after use while uncapping it. Lot #'s 9063852 and 8348691 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "loss of urine through the base of the tube after uncapping it, loss of the patient's urine sample, having to make a new request." "The urine leaks out over the analizer, being needed to clean it up."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that the bottom of the tube was cracked. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, it was observed that the bottom of the tube was cracked. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9063852, medical device expiration date: 2020-02-29, device manufacture date: 2019-03-04. Medical device lot #: 8348691, medical device expiration date: 2019-12-31, device manufacture date: 2018-12-14. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube leaked through the base and onto the urine analyzer after use while uncapping it. Lot #'s 9063852 and 8348691 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "loss of urine through the base of the tube after uncapping it, loss of the patient's urine sample, having to make a new request." "The urine leaks out over the analyzer, being needed to clean it up."